Event description:
It was reported that a patient underwent a bilateral breast reduction and abdominoplasty on (B)(6) 2012 and a surgical sealant was used. One week later the patient started to develop a local hypersensitivity reaction. The device was removed. The area than became infected. The patient was readmitted to the ICU on (B)(6) 2012. The infection is still active and she continues to be treated with antibiotics and serial surgical debridements. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.